Manufacturer narrative:
The customer requested a quote to have the device repaired. During follow up with the key market, it was reported that the customer declined to have the device repaired and the quote was declined. Insufficient information is available to determine the resolution of the event. It could not be confirmed if the customer replaced the specified parts or if the issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
There was no patient involvement when the issue occurred. No patient or user harm reported.

Event description:
It is giving an "airway is off" warning. It is unknown if there's patient involvement. According to the (B)(6) 2021 service report, the device's blower, keypad, and air input filter need to be changed. If another defective part is detected after these parts are changed, a price quote will be provided separately.

Manufacturer narrative:
(B)(6).